Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.325" from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace could not be used as the message "reduce the pressure of the tool head" appeared. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after observing the issue, the instrument was removed. There was no report of fragments falling from the device within the patient during the last procedure. The patient has not returned to the hospital due to any complications related to retaining a foreign object.